Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery/popliteal artery using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician completed two to three passes using the cat7. While advancing the cat7 for the next pass, the physician experienced resistance and noticed that the hub of the cat7 broke off. Therefore, the cat7 was removed. It was reported that the physician also experienced resistance while removing the cat7. The procedure was completed using a new cat7 and a new sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.